Event description:
A caller reported a malfunction on their pump. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information and assisted with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs.